Event description:
It was reported that the customer was hospitalized for high blood glucose of 342 mg/dl. It was stated that the customer had difficulties with the button press. It was stated that the customer did not have the insulin pump to troubleshoot at time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.